Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lm6379 batch number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2019 and barbed suture was used. The suture broke during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received as an empty opened foil and needle-suture piece of product code sxpp1a400, lot lm6379 for analysis. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected and marks were observed on the body needle that appears to be by the use of a surgical instrument. The suture was examined, body fluids were noted, and the end was cut. A functional test was performed and the tensile force were above the minimum requirements. Due to the sample condition, the assignable cause of performance breakage suture, was suggests an improper handling of the sample. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. A manufacturing record evaluation was performed for the finished device lm6379 batch number, and no non-conformance were identified.